Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had tripping facility alarm-powered off. Unit powered off due to draining too much current. It is unknown under which circumstances the event occurred or if a patient was involved. There was no harm to the patient.

Manufacturer narrative:
Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text: customer not responded.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11. Corrected field: d5, g2. Additional contact details: phone number: (B)(6). A getinge field service engineer (fse) confirmed there was no response from customer after service estimate. Due to no commitment from customer, this service order (so) has been closed by fse.

Event description:
N/a.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.